Event description:
As reported by the user facility: #(B)(4). Date reported: (B)(6) 2012, products affected: 1x pump. Date incident occurred: (B)(6) 2012. Over infusion - piggy back line was infusing at the same rate as the main line.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up call to the reporting facility, the supervisor of the biomed department stated that no medical intervention was needed and the pt is fine. He indicated that he is not sure if the pump or pump logs will be returned. To date b. Braun has not received the pump and / or pump log involved in the reported incident. Without having the actual pump returned, a thorough investigation could not be performed. All available info has been forwarded to the device manufacturer. If the pump and/or pump log is returned for evaluation and/or additional pertinent info becomes available, a follow-up report will be filed.